Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported leakage from the disposable batteries in the battery compartment of the device. The customer contact reported during visual inspection prior to routine testing corrosion due to leakage from the disposable batteries was noted on the battery terminals. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.